Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported event. The bending section cover was removed and found the bending section skeleton broken below the insertion tube. The broken skeleton caused the fibers to break and appear on the image. The scope passed leak testing. The scope was serviced and returned to the user facility. The cause of the reported event could not be determined; however, excessive force most likely contributed to the reported event. The instruction manual for use states, ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Never insert or withdraw the insertion section abruptly or with excessive force. If significant resistance is felt during insertion due to an anatomical reason, do not insert or withdraw the endoscope with excessive force. Otherwise, ureter injury, bleeding, and/or perforation may occur. To prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during an ureteroscopy procedure, the scope broke when the physician was trying to get to the lower pole of kidney (in a tight spot) to view the stone for retrieval. No patient injury occurred.